Manufacturer narrative:
Evaluation summary: device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusion: voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain of unknown etiology is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that, patient complains of pain and swelling. Patient will be following up with his surgeon. It was also reported by the sales rep, that the patient was complaining of pain so the surgeon revised left hip. During the revision, a generous amount of fluid was noted in the hip area and cultures/tissue was sent out for evaluation.